Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device was discarded and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, patient underwent an endovascular procedure to treat a ruptured abdominal aortic aneurysm, utilizing gore® excluder® aaa endoprosthesis. During the procedure, upon beginning to insert the device, it was observed the sleeve was partially opened. The physician elected to attempt to continue to use it, as patient was experiencing a rupture. The primary deployment line was pulled, and the graft would not open. The device was then pulled out, and the procedure was finalized using another rlt device. No patient harm was observed. The device was discarded. No anatomical issues were noted. The patient tolerated the procedure. No further patient information is available.